Manufacturer narrative:
This report has been submitted on april 01, 2021.

Event description:
Per the clinic, the patient experienced sore on her pinna and was treated with topical antibiotics (date and duration not reported).